Manufacturer narrative:
Test strip lot # 1020215082, expiration date: 3/2017, control solution lot # 1030314139, csr 82-127 mg/dl. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer's husband called concerned about his wife blood glucose results. According to the caller, the date in the meter is one (1) day behind: (B)(6) 2015 @ 01:46 pm bg 208 mg/dl; (B)(6) 2015 @ 04:43 am bg 310 mg/dl fasting result. According to mr. (B)(6), ".. Wakes his wife up around the same time every morning for bg testing..." As reported by mr. (B)(6), the consumer treated herself by taking a bolus of 20 units of insulin, through her pump based on that result. The consumer then performed a blood glucose test at 8:43am getting a result of 47 mg/dl; the consumer required emergent food intervention to help raise her blood glucose level by eating a cinnamon roll and 8 oz of orange juice. During the first call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution was shipped to the consumer to perform a control solution test in a follow up call. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test strips to fall in range.